Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer called to allege that the string is missing from all the tampon pledgets in three different boxes that she purchased. Since the tampons did not have a string, she did not use them.